Event description:
It was reported that the customer was hospitalized with dka. Customer had called in before regarding excessive no delivery alarms and had been having problems the last couple of days prior to the incident. Troubleshooting revealed there was a problem with the reservoir and the affected units were replaced.